Event description:
Dealer stated the while the end user was in his chair a family member noticed the left caster was at an angle. Dealer stated she believes that it may be a caster or bearing issue. No injuries.